Manufacturer narrative:
Result: footboard.

Event description:
It was reported by svc report that the footboard was badly damaged and sharp edges were found. No pt involvement or adverse consequences are reported.